Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella cp device was inserted into the right femoral artery in a 72-year-old female patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), and in scai stage d shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), the plasma free hemoglobin (pfhg) was 280. The physician decided not to order an echocardiogram or reposition the pump. The p-level was lowered to p-6. A repeat pfhg was ordered. The repeat lab value is unknown. Two days after insertion, the impella was successfully weaned. The post-procedure is survived at explant. The impella functioned at p-4 at 2.7l/min without issues. Poor positioning of the impella can cause hemolysis. Hemolysis is listed as a potential adverse event, and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
B1: added product problem, this was omitted in the initial in error.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d1. The cause of the issue was not established as no product or logs were returned and limited clinical information was provided